Manufacturer narrative:
H6: investigation: a device history record review was completed for provided lot number 210120. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As samples were unavailable for return, retained samples of the same lot number were obtained from the manufacturing facility for further evaluation. The retained samples were assembled with a bd emerald syringe by use of the regular practices, which involved positioning the hub on the syringe tip with a slightly rotational movement. None of the retained samples displayed any signs of defect and they all fit perfectly with the syringe tips. Based on the investigation results, an exact cause related to the manufacturing process could not be determined for this incident.

Event description:
It was reported that needle 21ga 1-1/2in was loose. The following information was provided by the initial reporter: the microlance needle does not stay in place once attaching it to a 10 ml luer slip syringe, it seems loose and not stable. This problem has occured several times.

Manufacturer narrative:
Initial reporter facility: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle 21ga 1-1/2in was loose. The following information was provided by the initial reporter: the microlance needle does not stay in place once attaching it to a 10 ml luer slip syringe, it seems loose and not stable. This problem has occured several times.